Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery to replace the balloon because the original had a tear and it caused recurring incontinence. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined. A large slash was found running crosswise along the balloon shell. The edges of the slash were smooth and consistent with sharp instrument/tool damage. Based on the information available and analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observation of hole/perforation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery to replace the balloon because the original had a tear and caused recurring incontinence. There were no additional patient complications reported.